Event description:
It was reported that during a da vinci prostatectomy procedure, the site was unable to focus the image through the high resolution stereo viewer (hrsv). Trouble shooting with the assistance of an isi technical support engineer (tse) revealed that the camera head was defective. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The investigation conducted by the isi field service engineer concluded that the focusing issue experienced by the customer was associated with the system camera head. With the assistance of a fse, the site replaced the camera head. The camera head produces three dimensional images to the da vinci vision system through right and left optical paths. The images are acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The system was repaired by replacing the affected camera head. The site performed and successfully completed the procedure the same day. The camera head was evaluated by the original equipment manufacturer (OEM). The stage was found to be defective, thus preventing functionality of the camera head focus feature. As of (B)(6), 2011, there have been no reported recurrences of the issue at this hospital.